Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) and a cartridge change error occurred. Customer loaded a new cartridge to resolve the issues. Customer's blood glucose was 150-180 mg/dl.